Event description:
It was reported that during follow-up, the atrial lead exhibited noise that caused auto mode switch episodes. The noise could be reproduced with provocative testing and pocket manipulation. The device was reprogrammed and the patient was in good condition.

Event description:
New information indicated the lead continued to exhibit noise. The lead was revised on (B)(6) 2015. The atrial lead was disconnected and the connector was cleaned. The lead was reconnected and implanted successfully. The patient was in good condition.

Manufacturer narrative:
.